Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies and manually administered insulin, but root cause could not be determined. Customer¿s blood glucose was 675 mg/dl with diabetic ketoacidosis. Customer was hospitalized on (B)(6) 2020 and treated with intravenous insulin. Customer was discharged from the hospital on (B)(6) 2020 with no permanent damage. Customer reverted to manual injections for insulin therapy.